Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg had become inoperable due to not charging their device in over 2 years. The patient may undergo surgical intervention to replace their device.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The patient's ipg was explanted and replaced. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2019. Effective therapy was established post op.